Manufacturer narrative:
Please note that the reporter in this case was a third party and not the individual or family. No production code has been provided, no further product investigation will be done at this time. Further evaluation may occur upon receipt of the consumer product.

Event description:
Severe allergic reaction [hypersensitivity]. Case description: a pharmaceutical company provided a spontaneous report via letter on (B)(6) 2019 that a male, age unspecified, used fixodent denture adhesive, form/version unknown beginning on an unknown date for an unspecified indication and had a severe allergic reaction and was hospitalized because the product had red dye and zinc in it. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.